Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2022. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratch, keypad overlay texture damage, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads-cracked, detached retainer, missing o-ring (reservoir tube), and broken reservoir tube tip. Missing retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.